Event description:
The customer reported that the system displayed grainy images. The system operates as intended.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found the video controller board was defective. It was replaced with a new one. The system was tested and operates as intended.